Event description:
It was reported that the patient underwent a replacement surgery because this artificial urinary sphincter (aus) stopped working. The existing aus was left in the patient and a new device was implanted distal to the old one. The cause of the device not performing as expected was not detailed by the physician. There were no patient complications.